Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bedridden patient underwent replacement of the temporary internal jugular vein tube with a semi-permanent internal jugular vein tube on (B)(6) 2023, and the process went smoothly. During bedside crrt (continuous renal replacement therapy) treatment on (B)(6) 2023, a crack was found at the venous end (extension tube at bifurcate/hub) of the semi-permanent tube. Nothing unusual was observed on the device prior to use. Flushing was done prior to use, and the result had no abnormality noted. Normal tightening was utilized to tighten the adapters. No other products were being utilized with the device. No excessive force was applied to the device. Tego was not used. There was no problem with the temporary internal jugular vein tube. The clamp was not moved periodically. The venous-luer adapter was not broken and had no crack. No cleaning agent was used on the device. There were no parts missing. They stopped using it. At 18:00 on (B)(6) 2023, the venous head of the internal jugular vein semi-permanent tube was replaced with a repair kit of the same product ID (identifier) and lot, and the treatment was completed. It was used normally after replacement. There was 1 milliliter of blood loss. A blood transfusion was not required. No intervention or treatment was required for the patient due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bedridden patient underwent replacement of the temporary internal jugular vein tube with a semi-permanent internal jugular vein tube on (B)(6) 2023, and the process went smoothly. During bedside crrt (continuous renal replacement therapy) treatment on (B)(6) 2023, a crack or rupture was found at the venous collateral end (extension tube at bifurcate/hub) of the semi-permanent tube. Nothing unusual was observed on the device prior to use. Flushing was done prior to use, and the result had no abnormality noted. Normal tightening was utilized to tighten the adapters. No other products were being utilized with the device. No excessive force was applied to the device. Tego was not used. There was no problem with the temporary internal jugular vein tube. The clamp was not moved periodically. The venous-luer adapter connector was not broken and had no crack. No cleaning agent was used on the device. There were no parts missing. They stopped using it. At 18:00 on (B)(6) 2023, the venous head of the internal jugular vein semi-permanent tube was replaced with a repair kit of the same product ID (identifier) and lot, and the treatment was completed. It was used normally after replacement. There was 1 milliliter of blood loss. A blood transfusion was not required. No I ntervention or treatment was required for the patient due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a photo of one catheter in use. The catheter had a leak in one of the extension tubes near the bifurcated y-hub. It was reported that there was a leak on the extension tube at or near the bifurcate. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.